Event description:
It was reported that the patient never had therapeutic effect. It was noted that the manufacturing representative was attending the explant procedure on the day of report. It was noted that the reason for explant was unknown. It was noted that stimulation never worked or did not work well. It was noted that the implantable neurostimulator (ins) was intact but the leads were cut during explant. It was noted that the patient started having issues a few months after implant and had the device for just over a year. It was noted that the complaint was that the stimulation initially worked, and then it did not help the patient any longer. It was noted that the patient tried reprogramming but it was not the same. It was noted that the patient complained that the ins was hurting her and that it would not hold a charge. It was noted that the patient experienced occasional ¿zapping¿ even when the device was off, in which she was not sure if it was related to stimulation. It was noted that the doctor was able to remove the ins but the paddle lead was too scarred in and the doctor could not remove it. It was noted that the doctor cut the lead at the end of the paddle. It was noted that the patient recovered without incident. Additional information received reported that the patient stated that she had several reprogramming with manufacturing representatives and impedances were tested. It was noted that the manufacturing representative was not aware of any malfunctions were seen or issues determined. Additional information received reported that there was no patient injury. It was noted that the patient¿s status after the device was removed was recovered.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_wrench_acc, lot# unknown, product type: (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial# (B)(4), found that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 13. The last recorded recharge session done while the device was implanted was an attempted physician mode recharge and has the default date of (B)(6) 2000. The device was recharged for 44 minutes and the battery charged from 2.065v to 3.465v. The charge prior to this is dated (B)(6) 2013. The battery discharged to the lock mode on (B)(6) 2013. The ins was recharged for analysis. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 3 hours and 26 minutes from 3.280v to 3.965v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 2 hours and 24 minutes bringing the battery voltage to 4.035v. Analysis of the lead, lot# v635194045, found that the lead body had been cut through and the product had been segmented. Analysis of the anchor found that the anchor had been cut. Analysis of the wrench found no anomaly.